Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Hold for mrd 04/29/20.it was reported that early sensor expiration occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.